Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer is experiencing high blood glucose. Customer has replaced several reservoirs and infusion sets, but the highs continue. The blood glucose reading is 393 mg/dl. Customer treated with 8 units of insulin and the blood glucose level dropped to 383 mg/dl. Customer was nauseated. During troubleshooting, time and date are correct. The programming is correct. The reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Evaluated three opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoirs and connectors into an insulin pump. Performed pump manual prime and fluid went through the infusion set and out the catheter tip. Conclusion: the reservoirs were not occluded.